Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump screen is cracked and appears the ink is coming out. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, missing segments due to a bleeding lcd glass, and minor scratches on the display window.